Event description:
Dealer called stating that the front and rear wheels on the 66550 bariatric rollator have allegedly split down the center. There is not a lot of wear on these tire. Replacement wheels on warranty order #(B)(4). No injury.